Event description:
The rptr stated that he has been receiving er1 messages recently with his surestep meter. He takes insulin 3 times per day and follows a sliding scale. He has compared the back of the test strip to the color chart. The rptr made no allegations of harm.